Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk. The unit was received with scratched on display window and cracked battery tube threads.

Event description:
It was reported that the drive support cap was loose/protruded and she kept pushing back in. The blood glucose reading was 170mg/dl. The customer experienced high glucose and treated with a manual injection. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.